Event description:
Patient was positioned prone for scoliosis correction utilising the standard proaxis spine assembly (open frame/spars) configured with torso trolley, arm boards, chest/pelvic bolsters and leg support. All items were covered prior to the procedure with the recommended osi shear protect consumables to minimise risk of skin injury. Postoperatively, the client presented with redness/sore to left side of arm. Severity was minor. Length of case (up to 13 hours) could have been contributing factor.

Event description:
Patient was positioned prone for scoliosis correction utilising the standard proaxis spine assembly (open frame/spars) configured with torso trolley, arm boards, chest/pelvic bolsters and leg support. All items were covered prior to the procedure with the recommended osi shear protect consumables to minimise risk of skin injury. Postoperatively, the client presented with redness/sore to left side of arm. Severity was minor. Length of case (up to 13 hours) could have been contributing factor.

Manufacturer narrative:
Unable to determine if the patient had comorbidities that could have contributed to the problem. Advised the distributor to discuss the owner's manual positioning instructions with the customer.